Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure there was poor energization regarding the fenestrated bipolar forceps instrument. The procedure was completing as planned with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The fenestrated bipolar forceps instrument has been returned and evaluated by fa. Fa investigation did not replicate or confirm the customer reported complaint. The instrument failed the energy delivery test. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. The instrument failed the electric continuity test also failed the energy delivery test. The instrument was not fully functional. Additional findings not related to customer reported complaint: the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.081¿ offset at the tips. The instrument passed energy recognition, as the erbe generator recognized the instrument when plugged in. However, the instrument did fail continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was then disassembled, and it was noticed that the conductor wire had broken at the proximal end, approximately 3.75 inches from the crimp. Rubbing marks in the same direction as the length of the wire were noted, indicating possible rubbing against the hypo tubes. The complaint was not confirmed based on fa.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: there was no arcing observed prior or during the procedure. There was no patient injury or adverse event during or after the surgical procedure. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were not shared.

Event description:
Refer to h10/h11 for follow-up information.